Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
They are stating that the needles are not retracting. The customer does not want to use any more out of this lot and want to return them for credit. Serious injury: no.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report that the needles are not retracting could not be confirmed from the unused representative 20g insyte autoguard devices that were provided for investigation. A functional test showed that the safety mechanism functioned and each needle fully retracted. The retraction time was within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. The affected units were not provided for investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure.

Event description:
No new information.